Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There has been one other similar complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract surgery with an intraocular lens (iol) implantation, the iol was scratched by the cartridge. The physician suspects that the scratch was caused by foreign material in the cartridge. The iol remains implanted. Additional information has been requested.

Event description:
Additional information was via sample return of the iol which would indicate that the iol was removed from the eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Further information was provided indicating that the initial iol was removed from the eye approximately two months after the initial implantation.

Manufacturer narrative:
Evaluation summary: a piece of a natural monofocal lens optic (1/3) and a broken haptic were returned in a small plastic bag labelled for this complaint. The returned lens portion does not match the attached photograph of the reported a lens model in the eye. The hospital could not provide any clarifying information for the small monofocal lens portion and haptic that were returned. The product evaluation will not be updated at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the cartridge and lens were not returned for evaluation. A photo was provided of the lens in the eye. There appears to be a scratch or foreign material on the optic. The mark appears to be on the anterior surface, but this cannot be verified from the photo. The handpiece indicated cannot be identified. It is unclear if the handpiece was used with the cartridge or during surgery. The indicated viscoelastic is not qualified for cartridge use. The root cause for the reported foreign material in the cartridge, which caused lens damage, could not be determined. There has been three other similar complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).